Manufacturer narrative:
The device was not made available for evaluation at this time. Should further information or the device become available, a follow-up report will be issued.

Event description:
Consumer's husband alleges his wife was going into her bedroom and lost control of the unit allegedly running into furniture.

Event description:
Consumer's husband alleges his wife was going into her bedroom and lost control of the unit allegedly running into furniture.

Manufacturer narrative:
An fst evaluated the device in the field. The fst re-programmed to slow the unit down. The unit is working properly.